Event description:
It was reported the pump stopped working and back pump was not setting up. Advised for patient to call 911 and/ or go to emergency room since she was starting to experience shortness of breath and stated that her body "feels strange". Patient refused.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the battery of the pump dying and resetting the programming and settings, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. D4: UDI, catalog number, model number, g5, and h4 are unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com.